Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7080866. Brand name: wavewriter alpha? Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 752785.

Event description:
It was reported that the patient experienced inadequate stimulation from their spinal cord stimulator (scs). The patient believed the scs leads may have migrated while rescuing her dog from drowning. Imaging was performed, however unable to confirm lead migration. Re-programming was performed and initially the patient was satisfied with the outcome. However, the patient later stated that she felt pain in her back on both sides leading up to her eyes causing her to have blurry vision and sore eyes. The patient also stated that she was depressed and stressed out over her current state. The patient underwent a procedure where the scs devices were removed. Post operatively, the patient was doing well. The explanted devices will not be returned as they were disposed by the medical facility.